Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient was admitted into the hospital for asystole. The lead had high impedance and the impedance was fluctuating. The lead later dislodged. A suspected connection problem was also noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event.